Event description:
It was reported that this pacemaker was explanted due to unknown reasons. It was replaced with a new one. The patient is alleging she is experiencing adverse effects after this procedure was done.